Manufacturer narrative:
No medwatch form was received. The reported field event of noise was confirmed via review of stored electrograms. The device was tested on the bench and no noise was observed on the real-time electrogram. The lead bore dimensions were within specifications. Unknown debris was observed in the atrial port. The cause of the noise was not determined as noise was not reproduced during testing.

Event description:
It was reported during implant, high impedance measurements on the atrial lead and pacing and sensing problems were observed. Re-inserting the lead to the header resolved the issues. After closing the pocket, the patient received a shock due to ventricular noise. The noise was reproducible by pocket manipulation. A header issue caused by a loose connection was suspected. The device was replaced.